Event description:
It was reported 131 days after placement of the breast tissue marker, that the pt has since been feeling a burning sensation multiple times per day and frequently gets an itchy rash in the area of the marker. Pt also experiences episodes of swelling in her lips and neck. Pt takes benadryl for temporary relief and was prescribed visteril. Pt is allergic to nickel and mercury. No other impact or consequence to pt was reported.

Manufacturer narrative:
The lot number has not been provided. The device sample is not available for return. The investigation is currently under way. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.